Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 27-apr-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient stated their catheter had a leakage or a blockage (healthcare professional (hcp) did not know which) and they were in the process of flushing the pump, putting it to a lower concentration to eventually put the patient on oral medications. It was noted on (B)(6) 2018 a pump replacement occurred where the hcp could not draw out solution from the side portal. It was stated that the hcp was looking for a neurosurgeon to assist with a future surgery with the patient and may clip it and put a splice in their catheter, but the hcp was having trouble finding a neurosurgeon. No symptoms were reported. The event date was (B)(6) 2018. No further complications were reported.